Event description:
The glenosphere eccentric orientation guide broke during insertion of an eccentric glenosphere. The little tab on the end of the handle snapped off and was unable to be retrieved. It is possible that the piece may be in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.